Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). Trial leads placed, patient discharged to home. Complained of sharp, shooting pain and went to ER. Directed patient to turn stimulator off. Emergency room doctor removed trial leads.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260; serial: (B)(6); product type: 0215-screening device; implant date (B)(6) 2024; explant date (B)(6) 2024 brand name surescan; product ID 977d260; serial: (B)(6); product type: 0215-screening device; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that determination of sharp/shooting pain unknown. The issue has been resolved, no further action needed and disposition of wens: unknown.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024. Product type screening device product ID 977d260 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024. Product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.